Event description:
A patient sustained a burn to the face during the procedure. The risk manager indicated the only information she has is that the burn was third degree. The treatment of the burn is not known.